Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) unit was down there was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a unexpected shutdown and was down. There was no patient involvement reported and no injury or harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found the printer had no paper and a iab disconnect alarm which were both caused by user error. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d10. Full event site name: (B)(6). Additional event site emai: (B)(6).